Event description:
Consumer reported via social media that upon removal a tampon fell apart leaving pledget pieces inside of her vaginal cavity. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.